Event description:
The customer observed falsely elevated architect cyclosporine results for one 6 year old male patient diagnosed with idiopathic aplastic anemia. The patient is on the following medication, sandimmun 60 mg twice daily, noxafil (posaconazole), prednisone. The following data was provided: sid: (B)(6), processed on (B)(6) 2026 = 1335.6 and 1420.8 ng/ml repeated again on (B)(6) 2026 = 1148.2 and 1107.7 ng/ml sid: (B)(6) processed on 20jun2026 result = 116 ng/ml. History since (B)(6) 2026, maximum value 200 ng/ml urea, creatinine, liver enzymes within normal range no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided; no additional patient information was available. This report is being filed on an international product, list number 3r30 that has a similar product distributed in the us, list number 1l75 with 510k/PMA/bla number k080751.